Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting high out of range lead pace impedances on the right ventricular (rv) lead. There was also loss of capture (loc) noted on the presenting electrogram (egm). Subsequently, this device was replaced due to a therapy upgrade for the patient. This ICD has not been received for investigation. No adverse patient effects were reported.